Event description:
It was reported that this left ventricular (lv) lead was implanted on (B)(6) 2025. The day after the procedure it was noted that there was loss of capture (loc) and high pacing thresholds. A chest x-ray was performed, and it was observed that the lead was dislodged. A reposition procedure was performed. During the procedure, the lead became damaged, and the vein was dissected, therefore a second puncture in a different vein with another lv lead was performed. The procedure was successfully completed. No additional adverse patient effects were reported. This lv lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was implanted on (B)(6) 2025. The day after the procedure it was noted that there were loss of capture (loc) and high pacing thresholds. A chest x-ray was performed, and it was observed that the lead was dislodged. A reposition procedure was performed. During the procedure, the lead became damaged, and the vein was dissected, therefore a second puncture in a different vein with another lv lead was performed. The procedure was successfully completed. No additional adverse patient effects were reported. This lv lead has not been returned.

Manufacturer narrative:
This report is being submitted to update section h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This report is being submitted to update section h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was implanted on (B)(6) 2025. The day after the procedure it was noted that there was loss of capture (loc) and high pacing thresholds. A chest x-ray was performed, and it was observed that the lead was dislodged. A reposition procedure was performed. During the procedure, the lead became damaged, and the vein was dissected, therefore a second puncture in a different vein with another lv lead was performed. The procedure was successfully completed. No additional adverse patient effects were reported. This lv lead was already returned.